Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following bilateral intraocular lens (iol) implant surgery. Limbal relaxing incisions (lri) were performed at the time of the iol implant procedure. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/17/2010, 08/18/2010 and 08/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).